Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep has seen the patient multiple times. She is not someone who typically gives feedback. Her husband controls her device 100% of the time. The patient has severe dementia and we have educated her husband to the best of our abilities. I believe what is happening is he is increasing it and it is overstimulating her. I don¿t really know what to do in this situation as it¿s not the patient giving feedback to us most of the time. We are planning on setting up adaptive stim which hopefully will help with overstim. We believe most of it is coming from increasing it during the day and her laying down and not turning it down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that pt rep was instructed by the manufacturer representative (rep) to turn the stimulation off and leave it off for a few days to observe any changes in the patient's pain. However, the caller could not recall how to turn off the stimulation. Caller mentioned that the handset was fully charged but when they swiped it to unlock it goes off; agent reviewed information about sleep mode. Agent walked caller through the process of connecting to the mystim app; caller confirmed that a no device response message displayed. Agent had caller reset the communicator and handset; caller tried to reconnect and was able to successfully connect. Caller turned the therapy off. Agent instructed the caller to continue to work with the rep to further address the therapy issue. Caller asked if patient services could provide a list of reps in their area; agent reviewed information and redirected caller to patient's healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they made multiple attempts to reprogram the device but none were effective. The final recommendation was to turn the device completely off. Pt notes that there was no significant difference when turned on or complete without power to the unit. Pt states that there has been no recent contact with the manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was patient representative said the pt has gotten no relief since the implant, and says the pt "gets a sensation depending on which program she is on". They said they have tried all available programs and it hasn't helped. They said today they are getting a lot of stimulation and its irritating to her". The pt rep said they have lowered the settings but the sensation persisted, so they just turned stimulation off. They said they have tried all available groups. The issue was not resolved. Pt rep was redirected to their healthcare provider (hcp) to further address the issue. Agent is also sending a message to the field as well. A rep responded noting they spoke with the pt rep, and the pt is scheduled to be seen on the 8th. Another rep noted they met with the pt last week and adjusted their stimulator outside of the office and the plan was to not make any adjustments until the appointment on the 8th.